Manufacturer narrative:
Unit p-cap or reservoir locked properly in place. Unit received with cracked keypad overlay and label damage. Unit passed displacement test, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing however, power graph generated by adapt power management tool shows unexpected battery power loss for different periods of time. Problem isolated to electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Customer did receive a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. Customer stated that the insulin pump had power loss alarm. Customer was able to successfully clear the alarm. Customer was not able to complete insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.